Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number 72200616s was received on 04/13/2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. Cause of errors and overheating was identified to be associated with a the motor/gearbox assembly in which the gearbox was identified to be corroded and seized. Root cause was determined to be expected wear / tear. (B)(4).

Event description:
Overheating. During a shoulder arthroscopy it was reported that the powermax elite motor drive unit was overheating. There were no reported injuries associated with this alleged incident and the reported delay was between 0 and 30 minutes.